Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
New information received indicates that this device was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
New information received indicates that this device was explanted.

Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this pacemaker underwent a revision procedure to replace their device and competitor leads. During the procedure it was determined that the patient had bilateral subclavian occlusions preventing implant of new leads. The current leads were noted to use an adapter that was not compatible with any replacement devices on hand and the patient experienced asystole upon removal of the pacemaker from the pocket as it is a unipolar pacing only device. Pacing and capture were satisfactory upon placing the device back into the pocket. As such, the physician elected to abandon the procedure and attempt placing a new system at a later date. It was noted prior to the procedure the physician encountered difficulty interrogating the device but was eventually able to do so after several attempts. No adverse patient effects were reported. This system remains in service.